Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the failure mode of "pullout" as the sample was not returned for evaluation. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed. The doctor deployed the device. A 6 fr. Angio-seal was used to close a the arteriotomy after percutaneous coronary intervention (pci). A 6 fr. Sheath was used to complete the intervention. Based on angiography and IFU, the physician decided it was safe to deploy an angio-seal, determined by the patient's anatomy and the device's warnings and precautions. An angio-seal device was opened, and the wire was inserted into the 6 fr. Sheath and the angio-seal arteriotomy locator and sheath were successfully exchanged for the 6 fr. Sheath. The device was inserted into the angio-seal sheath via the bypass tube and was advanced until the arrows aligned, and the first audible click was heard; indicating the device was inserted successfully. While holding the sheath in place, the device was pulled back until the second audible click was heard. When the physician pulled everything back to engage the anchor, the entire device came out and no suture or anchor was present. The physician held pressure at the site and the staff visually inspected the device. It was determined that the anchor was stuck at the distal tip of the sheath and never exited the sheath into the body. The patient had minimal blood loss and hemostasis was achieved via manual hold. The patient was in stable condition. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.